Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, occasional ventricular undersensing was observed on stored egms of true vt. The patient condition was good.